Event description:
It was reported that during pre-use testing, "the balloon didn´t collapse as it should and the syringe wasn´t working properly". Clarification noted that "the balloon got caught in the inflated state. When they tried to collapse the balloon it was not possible and the syringe was too slow (the syringe looked different than the one in previous catheter)". The clinician tried with another catheter from another lot number and it worked.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. As per IFU, "passively deflate the balloon by removing the syringe from the gate valve". The balloon failed to deflate fully with returned syringe attached. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10x magnification. The complaint could not be confirmed during analysis; the catheter performed appropriately during analysis. It could not be determined if any procedural factors may have contributed to the event. No actions will be taken at this time. A device history record review was completed and it was confirmed that the device met specifications upon distribution.